Event description:
Allegations of bleeding and leaking implants, pain in extremities and joints, chronic fatigue, headaches, depression, chronic tendonitis, skin disorders and numbness and/or tingling in extremities.